Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 687 mg/dl. The customer stated that he had also been experiencing low blood glucose levels. The customer reported a blood glucose reading as low as 48 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer also reported a battery out limit alarm. The customer requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No battery related alarms were noted.